Event description:
The customer reported that his acuity central monitoring system's second floor ethernet switch failed post (power on self test). The switch failed to complete the boot cycle. This resulted in a loss of central monitoring and a loss of communication to other acuity units within the same facility. The customer did not provide any patient information.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. The customer reported that his acuity central monitoring system's second floor ethernet switch failed post (power on self test). The switch failed to complete the boot cycle. This resulted in a loss of central monitoring and a loss of communication to other acuity units within the same facility. The customer requested on-site support with a replacement switch. A welch allyn field engineer was dispatched and he was successful in upgrading the customer's infrastructure through the installation of a new ethernet switch. This restored centralized monitoring and corrected the loss of communications with acuity units within the facility. The switch is an off-the-shelf product. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of failure. Evaluation: evaluation performed via remote troubleshooting.